Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. An op note for the revision demonstrated that the patient underwent a washout and extensive infection was found. There was also metal stained tissue that was necrotic and infectious. Patient was revised and spacer and bipolar modular head were implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 157446, m2a-magnum mod hd sz 46mm, lot 912700, us157852, m2a-magnum pf cup 52odx46id, lot 573100, 139252, m2a-magnum 42-50mm tpr insrt-6, lot 789490. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04880, 0001825034-2017-04883.

Event description:
It was reported that approximately 7 years post implantation, the patient had developed pain and weakness in the hip. The patient underwent a washout of the joint due to infection, and a 2-stage revision of the implants. There was also large amounts of metal stained soft tissue that was necrotic and infectious, along with a large cyst along the femoral stem, resulting in the removal of the stem. Attempts have been made and no further information has been provided.